Manufacturer narrative:
Complaint conclusion: as reported, after deployment of two 5f mynxgrip vascular closure devices (vcd) and during first step removal, pulsatile blood flow was coming out from the white advancer tube. Hemostasis was achieved using manual pressure for approximately twenty minutes. There was no patient injury reported. The type of procedure the mynxgrip vcd was used in was diagnostic peripheral. The procedure used an ante-grade approach. The deployer is mynx certified. The patient has a history of pvd. The sheath introducer was a 6f cordis avanti. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the middle of femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was not deployed to the proper location. The patient was administered heparin, 3000 units. The patient¿s inr was not greater than 1.5. (B)(4): the device was not returned for analysis. A product history record (phr) review of lot f1909102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the device was not returned for analysis. A product history record (phr) review of lot f1909102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after deployment of two 5f mynxgrip vascular closure devices and during first step removal, pulsatile blood flow was coming out from the white advancer tube. Hemostasis was achieved using manual pressure for approximately twenty minutes. There was no patient injury reported. The devices were clinically used.